Manufacturer narrative:
The pump was returned for analysis, and analysis found high battery resistance in the lab. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine [25 mg/ml] at a dose of 4.421 mg/day. It was reported there was a product problem (device failure or malfunction suspected). No patient symptoms were reported. The event was reported to have occurred at a hospital, during surgery, and/or had direct patient impact. The medical professional alleged a deficiency in the device performance. The pump was replaced on (B)(6) 2018 (device records indicate the pump was replaced on (B)(6) 2018). Patient weight was not noted by the hcp. The date of the event was reported to have occurred on (B)(6) 2018. It was noted by the hcp there was battery depletion. No patient symptoms were reported. No further patient complications were reported. Additional information received on (B)(6) 2018 from a manufacturer representative reported the pump was replaced due to normal battery depletion. The representative stated that facility didn't have the normal paperwork, so they used that form and noted there was a pro duct problem even though there actually wasn't. The representative stated there was no device issue.